Event description:
It was reported via literature that the study subjects experienced restenosis requiring target lesion revascularization (tlr). The following information was obtained at the japan endovascular treatment conference (jet) 2025. The presentation title was "comparison of treatment outcomes of eluvia drug-eluting stents and drug-coated balloons for tasc ii c/d lesions in the femoropopliteal artery region". The study referenced was a single-center retrospective study. From march 2019 to december 2022, 123 consecutive limbs were treated with eluvia drug-eluting stents (des, 84 limbs) or drug-coated balloons (dcb, ranger: 17 limbs) for tasc ii c/d lesions in the femoropopliteal artery region, and the treatment outcomes were compared. The restenosis rate was 13% at 1 year and 24% at 2 years in the des group, and 18% at 1 year and 46% at 2 years in the dcb group, with the des group showing significantly lower values. The tlr rate at 2 years was 18% in the des group and 39% in the dcb group. No further details were provided regarding patient or device specific information.

Manufacturer narrative:
B3 - date of event: the event date was estimated to the date bsc became aware of the event, as the event date was not available. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to obtain additional information. We are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Updated fields: h6 - evaluation conclusion codes.

Event description:
It was reported via literature that the study subjects experienced restenosis requiring target lesion revascularization (tlr). The following information was obtained at the japan endovascular treatment conference (jet) 2025. The presentation title was "comparison of treatment outcomes of eluvia drug-eluting stents and drug-coated balloons for tasc ii c/d lesions in the femoropopliteal artery region". The study referenced was a single-center retrospective study. From march 2019 to december 2022, 123 consecutive limbs were treated with eluvia drug-eluting stents (des, 84 limbs) or drug-coated balloons (dcb, ranger: 17 limbs) for tasc ii c/d lesions in the femoropopliteal artery region, and the treatment outcomes were compared. The restenosis rate was 13% at 1 year and 24% at 2 years in the des group, and 18% at 1 year and 46% at 2 years in the dcb group, with the des group showing significantly lower values. The tlr rate at 2 years was 18% in the des group and 39% in the dcb group. No further details were provided regarding patient or device specific information.

Manufacturer narrative:
B3 - date of event: the event date was estimated to the date bsc became aware of the event, as the event date was not available. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to obtain additional information. We are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.